Manufacturer narrative:
Concomitant medical products: w4tr01, crt-p, implanted: (B)(6) 2021; 479888, lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead position check failed and undersensing was noted on the atrial channel on current electrograms (egm). The right atrial (ra) lead  remains in use. No patient complications have been reported as a result of this event.